Event description:
Customer attached the capsule in the esophagus but not in the desired specific location. The capsule was removed with endoscopy and another capsule was successfully attached. Patient did not suffer any adverse effects.